Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, a pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. During deployment, the delivery system did not advance due tissue scarring and some vessel calcification. The delivery system was pulled back, inspected and noted the valve capsule was deformed. The entire system was put aside. A new 29mm navitor vision valve and large flexnav delivery system were chosen and completed the procedure. After the procedure, the patient presented with an episode of chest pain. The patient had an evaluation by the clinical staff and noted the troponins was negative. The patient had a known pre-existing condition and no intervention performed for chest pain. The patient was reported stable.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and material deformation was reported. The device was returned to abbott for investigation. The blue band located on the valve capsule was noted to have a slight material deformation, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty could not be conclusively determined. It is possible that patient anatomy contributed to the event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.